Manufacturer narrative:
(B)(4). Date sent: 1/9/2020. Event date unk. Batch # unk. This report is related to a database review; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing eumdr-megadyne disposable electrode/ utilization and descriptive analysis of megadyne disposable electrode. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 20,467 patients had bleeding peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization. 2,418 patients had surgical site infection peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization. 4,611 patients had sepsis peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization. 1,174 patients had wound disruption peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization. 49 patients had tissue damage peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization.